Event description:
It was reported that in preparation for a percutaneous coronary treatment procedure, a lifted blade was noted. The physician opened up the package of the 3 x 10mm flextome mr cutting balloon, and noted that the blades were exposed and a blade was lifted from the surface of the balloon. This device was not used on the patient, and the procedure was completed with another device. Patient status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon had no evidence of being inflated. None of the blades were lifted from the balloon. The blades appeared to be slightly jutting outwards from the middle of the balloon, at the flexipoints. When a vacuum was applied to the device the blades were completely straight and there was no issue noted with them. No damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification of this investigation is not confirmed, as the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in preparation for a percutaneous coronary treatment procedure, a lifted blade was noted. The physician opened up the package of the 3 x 10mm flextome mr cutting balloon, and noted that the blades were exposed and a blade was lifted from the surface of the balloon. This device was not used on the patient, and the procedure was completed with another device. Patient status was good.